Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to talk to legal department. Pt reported every time they turned stimulation on they got a hernia in a couple of weeks in their abdomen. It started a while ago. Within the last 2 years pt had 7 hernias removed or had to go for complications because of it. Pt said ins was in the back. Pt said they stopped using ins and got no more hernias. Pt said hcp would not know the root cause. Additional information was received from the manufacturer representative (rep). It was reported that the patient was hospitalized due the the hernias and had 7 hernia repairs over an unspecified period of time. He said the ins was causing the hernias but had no information. The rep asked if they were ventral hernias, inguinal hernias etc and pt had no idea what rep was talking about. The rep asked what his general surgeon said was the cause of his hernias and he did not have an answer. Rep recommended he keep his ins off and contact his pain specialist .

Event description:
A response was received from a manufacturer's representative regarding patient's allegation about device causing hernias. Rep reports patient called them today at 1:30. He stated again his surgery was causing hernias (7 total). He was informed by his doctor the device could be causing the hernias. Rep asked for the doctors information to add it to the mpxr and he was unable to provide it. He did not mention any legal action. Rep also asked patient who he was seeing for his pain management and he does not have a provider. Patient is convinced the scs is causing the hernias and kept stating anything is possible. Rep asked if his hernias were incisional , epigastric, hiatal, femoral, or inguinal and he had no idea what rep was talking about. Rep also asked if the doctor gave any supporting information on the correlation between the hernias and device and again, patient had nothing. Rep did offer to meet with him for a reprogramming session but he would have to coordinate with a physician. Rep would like to have some legal guidance prior to talking to this patient. Patient was unable to provide information about his managing hcp. Rep recommended patient keep device off as patient states since turning their device off they've not had any hernias. Rep referenced related to pt allegations of hernia caused by scs. Technical service specialist (tss) reviewed adverse events summary, but did not discuss details of allegations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep referenced related to pt allegations of hernia caused by ins. Technical service specialist (tss) reviewed adverse events summary, but did not discuss details of allegations.